Event description:
It was reported that the 9800 system left monitor went blank during a case. The 9800 system had to be removed and the procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ps2 power supply, collimator, and the high voltage cable were replaced. The 5 volt power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.